Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the metal articuleze head would not articulate in the poly, even when the poly was taken out of the bipolar head. All pieces were retrieved. Doe: (B)(6) 2018; no surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned devices was not able to confirm the reported event. A functional evaluation of the components found the femoral head was able to articulate within the bipolar head without restriction. A worldwide complaint database search found no other related reported events for the provided product code and lot number combinations. Since the reported event could not be confirmed, a root cause could not be determined. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.